Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Their customer went to the emergency room for an elevated blood glucose level (specific value not provided). Treatment in the emergency room was not provided by the customer. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.